Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2017, an fse conducted an onsite follow-up with the customer to address the reported event. During servicing, fse found that the roller bearing sticks in the up position when rack is in the most probable cause of the reported event was a sticky sample rack alignment roller.

Event description:
On (B)(6) 2017, a customer reported x1-axis errors their g8 analyzer. The customer reported that the rack is not moving smoothly. Technical support advised them to clean the footer and blow canned air along the belt. The customer then observed a screw is not moving up to allow the rack to proceed. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting a1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.